Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unable to verify pump error alarm due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had the flash crc is incorrect for factory-stored information error alarm. The customer's blood glucose was 240 mg/dl. The pump error alarm was occurred while changing battery. The customer was unable to clear the alarm. The insulin pump will be returned for analysis.